Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with noise on the right ventricular lead that was noted via follow-up remote. Non-sustained oversensing episodes were preventing therapy. Isometrics testing was discussed. Patient will be monitored.